Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the bronchial cuff doesn't inflate correctly and has caused air leaks and problems with the pt's ventilation. The pt was re-intubated. Condition of pt is fine.